Event description:
It was reported that the customer was hospitalized. It was noted that the customer's blood glucose readings were extremely low. Customer mentioned that the doctor stated that unless there was no sugar going to the brain, she would not have gone blind. Customer stated that she goes low very easily and does not feel it. Customer is unsure of what happened, however stated that she was kept in the hospital for two days. Customer also stated that she is a brittle diabetic. It was noted that the customer also had trouble with multiple bent needles. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.